Event description:
The patient was implanted with a left ventricular assist device (lvad). The cardiac perfusionist reported that after approximately 8 month of support, the patient was at home and reported "a change in the noise and feeling in her chest" which was described as fluctuating pump speed. No symptoms of heartfailure were noted. A review of the initial log file data submitted to the manufacturer for evaluation revealed the fixed speed at 9,400 rpm and the low speed limit at 8,800 with flows of 4-5 ipm, multiple pi events at 5.0-4.0 and a few suction type events. The patient was started on heparin and had been on lovenox at home. At the time the event was reported to the manufacturer, the patient had reportedly been in the hospital for 1 week awaiting a heart transplant.

Manufacturer narrative:
Additional information provided indicates that the patient was successfully transplanted approximately 3 weeks after the event was reported to the manufacturer. The manufacturer is attempting to acquire the explanted device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer's investigation is completed.